Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during post-dilation following coronary artery stent implantation using one nc sprinter rx balloon catheter, the balloon ruptured upon inflation to burst pressure. This resulted in stent layering within the dilated segment of the coronary artery. The dissection was subsequently repaired after stent implantation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the burst occurred on the first inflation while in the body. One inflation was performed prior to the issue occurred. The dissection was subsequently repaired after stent implantation of the original stent planned to the procedure. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned while inflated. The procedure was completed and the patient was discharged from the hospital in good health. Patient's weight annex c code added annex d code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.